Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown baclofen and fentanyl. It was reported that the patient was getting service codes 100 (indicating a pump motor stall) and 155 (indicating a saved report co nfirmation) and to contact the clinician. The patient asked if the manufacturer had a technician that could fully query the pump. The patient stated that his home infusion nurse checked his pump and measured the medication and could not clear the stall and the nurse contacted the healthcare provider's (hcp) office. The patient stated that there was difficulty getting in touch with the hcp's office and that they had not heard from the hcp's office. The patient did not have magnetic resonance imaging (MRI) or medical testing. Patient services reviewed the message and recommended that the patient consult with the hcp's office for next step. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.